Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to an intermittent connection in electrode belt¿s ECG ¿a¿, causing the resistance values to be off across r1 to r5. The belt to not pass an ECG falloff test. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.